Event description:
An intraocular lens was returned with comments on the lens box stating, "posterior membrane tear, surgical complications." The association between these events and the iol is not known. Additional info has been requested.